Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer changed out the cartridge and was able to complete the load process. The customer reported an elevated blood glucose level of 425 (mg/dl) and received insulin while they filled tubing while connected.